Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal ¿ injector lure lock n35j contained foreign matter. The following information was provided by the initial reporter: "during preparation of imfinzi using n35j and p120j according to our usual procedure, coring occurs at a fairly high rate."

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for injector lot 2104702, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. As the protector lot involved in this incident is unknown, a device history review could not be performed. Retained samples from injector lot 2104702 were used for additional evaluation. Functional testing was performed, penetrating the injector with a sample protector ten times. In all cases the product functioned as intended and no coring was identified. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Results were reviewed for both lots, results found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time. H3 other text : see h10.

Event description:
It was reported that bd phaseal ¿ injector lure lock n35j contained foreign matter. The following information was provided by the initial reporter: " during preparation of imfinzi using n35j and p120j according to our usual procedure, coring occurs at a fairly high rate. ".